Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a pessary inserted and was told that none of the new ones would fit and they thought that they removed. The patient experienced intermittent bleeding since then and their new healthcare provider (hcp) removed and prescribed antibiotics for a possible infection. The hcp inserted a new pessary; however, since then the patient experienced urinary leaking and was going through a lot of depends pads. Troubleshooting was not possible at the time of the report due to a lack of access to the product. The patient went to look for their patient programmer; however, came back and said that it had been a long time since they last used it and they could not find it right now. The patient would continue to look for it and contact the manufacturer back for instruction once they find it. No further complications were reported/anticipated.